Manufacturer narrative:
Correction: e1 - physician should have been dr todd bromberg instead of dr thomas costello as originally reported.

Manufacturer narrative:
Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead reflected high impedance values. As such, the patient underwent surgical intervention where the lead was explanted and replaced with two new leads. Reportedly, effective therapy resumed without complication following the procedure and the issue is resolved.